Event description:
It was reported that the lead exhibited loss of capture. An x-ray showed that the lead had dislodged and was in the ventricle. The lead would be left implanted with the pulse generator programmed vvir until the physician decides how to proceed.